Event description:
The customer reported while running a hepatitis surface antigen assay, summit sample handler did not pipette enough volume into well position b1 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.